Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Replacement of the drive gas check valve and the bellows bell were completed to resolve the reported issue.

Event description:
The hospital reported damage to the bellows bell causing an over delivery of pressure in the patient circuit. There was no report of patient injury.